Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged the following day after implant due to the lead tip not being fixed tightly. During the ra lead revision procedure, the connection with the implantable pulse generator (ipg) did not fit properly. Noise was observed in the atrium and anomaly of the ipg connector part was suspected. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.